Event description:
The customer called to report that the insulin pump was not functioning properly. The customer then stated that she went to the hosp to be checked for diabetic ketoacidosis. The customer's blood glucose reading was 419 mg/dl. Troubleshooting was performed, and the insulin pump passed the prime and high pressure tests. However, the insulin pump was not priming or rewinding correctly. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.